Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on approximately (B)(6) 2025, while at work, the patient felt pale, wobbly, and lightheaded. The patient told his supervisor something was wrong and then he collapsed. A few moments later, the patient regained consciousness on his own and told his boss he needed to go to the emergency room (ER). It was reported the patient¿s cgm had been providing the patient with ¿high values¿, which the reporter stated were inaccurate. This then caused his tandem insulin pump to deliver additional insulin that was not needed, which then caused the patient to lose consciousness from hypoglycemia. However, no specific cgm or bg meter comparison values were reported. At the ER, the patient¿s insulin pump infusion site was inspected and a ¿pocket of insulin¿ was found and drained. The patient was also found to be dehydrated and was treated with IV fluids. A new insulin pump infusion site was also placed, and insulin was given. It was not specified how long the patient was in the ER prior to being discharged. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.